Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the screw head of the cortex screw broke off during insertion.

Manufacturer narrative:
Device used for treatment and not diagnosis. The cortex screw was manufactured in april 2012 according to the specifications. A material or manufacturing related issue can be excluded. Based on these findings we conclude that the cause of failure is related to a mechanical overloading during use.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The manufacturing documents were reviewed and no complaint related issues were found.